Event description:
It was reported that the patient experienced an ams sling to artificial urinary sphincter (aus) device procedure due to unspecified reasons. No patient complications were reported in relation to this event.